Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that profile problem and hematoma occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified external iliac artery. A 7x40x75 epic vascular stent was advanced and deployed for treatment. However, the stent was suddenly shortened from the part where about 2cm was left. The lesion could not be covered and a hematoma developed on the peripheral side. Subsequently, a 7x80 stent was placed overlapping into the periphery from the first stent, and blood flow was able to be secured successfully. No patient complications nor injuries were reported.